Manufacturer narrative:
(B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000456896 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, but prior to be used. Vasoview hemopro 2 was bent when they went to put it together. Opened new kit and completed procedure with no issue. Only delay was length of time to open a new kit. No pt injury

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.